Manufacturer narrative:
Updated information: d1 brand name updated. D4 serial number updated.

Manufacturer narrative:
Failure to advance: the root cause of the delivery issue was determined to be patient condition related to the patient¿s femoral anatomy was not sizeable for impella cp placement.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. During the attmept to implant an impella cp , the patient's arteriotomy could not accommodate the cp, and the case was aborted. There was no adverse effects to the patient related to the cp, as it was unable to be inserted

Event description:
74 year-old female patient treated for post-cardiotomy cardiogenic shock post-CABG surgery with ECMO and iabp. Brought to cath lab for replacement of iabp with impella cp device. Patient's femoral artery found too small to accommodate device, and pump insertion was aborted. Patient outcome unknown. During the attmept to implant an impella cp , the patient's arteriotomy could not accomodate the cp, and the case was aborted. There was no adverse effects to the patient related to the cp, as it was unable to be inserted